Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction reported. Labeling review: potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: permanent pain..." Product remains in-situ.

Event description:
On (B)(6) 2012, patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2012 patient was experiencing pain and was hospitalized. A CT scan showed a psoas hematoma. Patient was referred to pain management and was prescribed medication. No further event information has been provided.